Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05077. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that a repliform product was implanted on (B)(6) 2001 due to pelvic organ prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, urinary frequency and urinary urgency. It was reported that the patient underwent flexible cystoscopy, da vinci extensive lysis of adhesions, cystectomy, ileo conduit, urinary diversion and removal of vaginal and abdominal mesh on (B)(6) 2014 by dr. (B)(6) due to vesicovaginal fistula with erosion of mesh nonfunctional bladder with recurrent urinary tract infection.